Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 09/30/2025. Additional information: h4, h6 (update codes), and h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection of the samples revealed that the vent filter cap had come apart from the spike vent. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve lid of a sterile repeater pump tube set fell off which resulted in a fluid leak. This issue was described as, ¿tried to open the valve lid to lower the pressure, the entire valve falls out, resulting in a leak¿. This issue occurred during setup prior to patient use. There was no patient involvement. No additional information is available.